Event description:
In additional information received on 12feb2023, the area rep confirmed that there was no type 1b endoleak on the right iliac leg graft.

Manufacturer narrative:
Correction: in additional information received on 12feb2023, the area representative confirmed that only one type 1b endoleak on the left iliac leg (manufacturer reference #: 1820334-2023-00002) occurred during this case. There was no type 1b endoleak on the right iliac leg. This event is no longer considered reportable under FDA 21 cfr part 803, as it does not meet the criteria for a serious injury and/or product malfunction. No additional reports will be submitted for this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer (person): mobile: (B)(6). Initial reporter postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A patient underwent endovascular aortic repair (evar) for an abdominal aortic aneurysm on (B)(6) 2013. During the procedure the following devices were implanted: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-28-96-zt, lot number: 3288483);zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-74-zt, lot number: 3626614) placed in the right common iliac artery; and zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-90-zt, lot number: 2868888) placed in the left common iliac artery. A routine follow-up scan (date unknown) showed a type 1a endoleak on the zenith flex aaa endovascular graft bifurcated main body and a type 1b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-20-90-zt, lot number: 2868888). Additional information was provided on 19jan2023 indicating that a fenestrated graft repair for the type 1a endoleak, as well as standard zisl limb extensions, that will be used to repair both type 1b endoleaks. The focus of this report is the type 1b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-74-zt, lot number: 3626614) that was placed in the right common iliac artery. Related reports for the same patient have been submitted under MDR #1820334-2023-00002 and MDR #1820334-2023-00001.